Manufacturer narrative:
Additional information: lot number, UDI, expiration date, and date of manufacture added investigation results: no product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10010453 and lot# 24025959 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Event description:
It was reported that bd alaris smartsite pump infusion set was occludedthe following information was received by the initial reporter with the following verbatimit was reported by customer that while nurse was priming infusion set, tpn fluid would not move past the distal end of filter. After a couple of troubleshooting attempts, nurse removed apparent defective infusion set from tpn bag and primed successfully with a new infusion set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.